Event description:
Symptoms have resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm® volift¿ with lidocaine into the ck3 soot and 2 ml of juvéderm® voluma¿ with lidocaine into the ck1, ck3 and ck4. Four months later, patient was injected with 1ml of juvéderm® voluma¿ with lidocaine and 1ml of juvéderm® volbella¿ with lidocaine into t1, tt1, tt2 and tt3. Approximately two and a half months later, patient experienced late inflammatory nodules and edema in ck1 and ck3 (a week after experiencing some viral symptoms). Patient was treated with deflazacort (for 3 weeks, according to protocol), and ciprofloxacina 750. Symptoms have not been resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00132 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00133 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00134 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Type of investigation code: b15, b17, b20. Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling.